Event description:
Experience with catheter pull out. Associated w/physical activity or movement from patient. Tried butterfly, cheveron, tape underline & other types of dressing and duraderm without improvement.